Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported clogged biopsy channel was found to be an endotherapy accessory . The root cause of the issue could not definitively be determined, however, it is likely that the issue was the result of user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. An evaluation of the returned device confirmed the customer allegation. It was found that the instrument channel was clogged with endotherapy accessory. The endotherapy product seemed to be part of a non-olympus endotherapy tool and used for barrett¿s esophagus. There were few additional findings. Forceps insertion issues were noted. The distal end cover was deformed and distal end insulation was out of specifications. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was foreign object in the working channel of the evis exera iii gastrointestinal videoscope. The issue was found during preparation for use for a procedure. The device was not used on a patient. There were no reports of patient harm associated with the event.